Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that falsely decreased alinity I tsh results of 0.1 miu/ml were generated for a patient sample (ID (B)(6)). The sample was tested using alternate methods (siemens advia centaur, roche cobas and beckman access) and all three methods generated a tsh result of 0.8 miu/ml. The sample was tested 1:4 diluted and the alinity I tsh result was 0.4 miu/ml. The patient is a 29 year old female. The customer's reference range for alinity I tsh is 0.4 - 3.7 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
Trending review determined no adverse trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Accuracy testing was completed using in-house retained samples of the complaint lot 35075ud00 to assess assay performance. Results determined that the assay met acceptance criteria and the product is performing as expected. Based on the investigation, no deficiency for lot number 35075ud00 was identified.